Event description:
I spoke with the doctor, the patient treatment was complete, the probe was stuck and would not thaw (vapor lock). By having her bleed, the system and then re-attempt a thaw we were able to clear the blockage and complete the treatment. This was one probe out of 4, and because it locked during the initial stick it was not able to freeze during treatment either. Per nurse present at case, probe #3 would not thaw, tried another port and would not get above -23 degrees c. Patient developed a hematoma and required overnight monitoring.

Manufacturer narrative:
Patient current condition - patient discharged to home on (B)(6) 2013. Per user facility report, "the device event did not harm the patient." Probe evaluated and found would not freeze or thaw. Probe disassembled for analysis. Analysis found a clog due to particulate build-up in one of the internal tubes not allowing gas to flow properly and preventing the probe from freezing or thawing as intended.

Manufacturer narrative:
Patient developed a hematoma and required overnight monitoring. 45 minute delay in procedure. Information on the patient's current condition has been requested. Probe received in house (B)(6) 2013. A follow-up MDR will be submitted when probe evaluation is completed.